Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had an unresponsive keypad due to an unlocked keypad connector. No corrosion or moisture damage was found on the keypad traces. The insulin pump had a cracked case on the display window corners, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the esc button on the customer's insulin pump is not working. Customer's blood glucose level at the time ranges from 110mg/dl to 130mg/dl. Advised insulin pump would be replaced. No additional is provided.